Event description:
On 3/31/99, approx 2 hrs, 20 mins into pt hemodialysis treatment, facility staff noticed that venous pressure had dropped to almost zero. Machine did not alarm. The cover over pt's catheter was removed and a blood leak was seen. Pt's blood was returned and treatment was terminated. When bloodline was removed from catheter the connection did not feel secure, and the pt connector locking ring separated from the luer cone. The physician was notified of this event and pt stayed at facility until physician approved release and hematocrit results were reviewed. No injury is reported and no med intervention was required. Complaint sample was discarded. MDR is filed for estimated blood loss of 500cc.